Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00143 through 3012447612-2026-00152. This is the same patient as reports 3012447612-2026-00137 and 3012447612-2026-00138.

Event description:
It was reported that a revision surgery was performed to remove an incompass construct that was causing pain from a grade 2 spondylolisthesis. No further details have been provided. This is report one of ten for this event.